Event description:
The customer reported via phone call that she received an unexpected restart alarm 2 times. Customer's blood glucose today was 130 mg/dl. Customer also had external ram error alarms. Customer stated that the pump was not stored or not in use for a an extended period of time. The alarm did not occur shortly after inserting a new battery. The unexpected restart alarm has been recurring during normal pump use. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer verified that the basal settings were maintained.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no a21 or a17 alarm noted during our testing. The insulin pump passed a21 error test and self test. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked battery tube threads.